Event description:
Event description cpi received information that this endocardial lead was experiencing low r-waves and was not sensing intrinsic beats. Impendence was fine. Per sales rep, lead was dislodged. Lead was capped and new lead system was successfully implanted. At time of above lead replacement, insulation damage was discovered on 0062 lead and was removed from service.